Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead 2007 (B)(6); 507652 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead had high lead impedance and was suspect of possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.